Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
The customer reported an issues with the quality of the ac power module. There was no reported patient involvement.

Event description:
The customer reported an issues with the quality of the battery. There was no reported patient involvement.